Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impaired healing due to a fungal wound infection located behind the ear. The physician assessed that the infection is not device related but rather a result of the patients existing comorbidities and it was suspected that the patient may have picked at her incision. Therefore, the patient underwent an explant procedure during which the lead extension and implantable pulse generator (ipg) were explanted and the implanted leads were capped. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date block d2b: additional pro code selection that applies to the indication of this device (nhl, pjs). Additional product(s) in device system: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7120911, model/catalog description: dbs directional lead sterile kit 45 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2201-45dc, serial number: (B)(6), batch/lot number: 7073338, model/catalog description: lead kit 45 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: db-3128-55b, serial number: (B)(6), batch/lot number: 5000347, model/catalog description: 55 cm 2 x 8 lead extension kit, unique identifier (UDI) #: (B)(4).